Event description:
It was reported that the patient was unable to maintain adequate therapy due to difficulty with battery remaining charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.